Event description:
It was reported that the customer had may scratches on display window and cracks near battery compartment of the insulin pump. The customer's blood glucose level was unknown mg/dl. No further details given.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.